Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the 8mm force bipolar instrument broke and was stuck on the tip of the trocar of arm 1. The customer managed to remove the instrument prior to calling in and was continuing with the procedure. It was also noted that the instrument was misaligned. The technical support engineer (tse) recommended to return the affected instrument. No fragment(s) fell inside the patient. There was a delay of 30 minutes. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and found to have severely bent grips, causing misalignment of the grips and causing the instrument to be stuck inside the trocar. There was a 0.0750¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.